Event description:
Brush head has snapped off at the top - oral-b [device breakage]. Case narrative: female consumer via e-mail reported that the oral-b toothbrush head snapped off at the top. No injury was reported. On (B)(6) 2024 via images: the suspect product was oral-b power oral care refills floss action eb25 brush set. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.